Event description:
The customer contact reported that the device alarmed with a s321 (motor error - pmc, left) service alarm code. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 service code. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all information known by the reporter upon query by hospira personnel.